Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2012. When trying to morcellate, the device jammed continuously. The surgeon tried at least 3 to 4 times and then decided to use manual morcellation with scissors and removal through the port site. The skin and sheath incision was extended about 1cm. This required manipulation of tissue through the abdominal wound. The patient also experienced a post operative wound infection. It responded quickly to antibiotics. The patient has recovered well.

Manufacturer narrative:
(B)(4) - blade seized/stopped. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.